Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the surgery scheduler of the physician that the patient was scheduled to be re-implanted with vns. When following-up on what the patient was being implanted with and why, it was indicated the patient had an infection and vns was removed. Clinic notes from the explant of the device surgery indicated that the patient developed leukemia and a subsequent systematic infection which was seen on the vns. The vns infection was secondary to serratia marcescens (also an infection). The patient had fluid collection around the generator site, which was aspirated and found to be infectious. It was indicated that the swollen area around the generator was opened and full of purulent material under significant pressure. The purulent was cultured prior to any antibiotics being given and sent to microbiology. The generator and lead were removed and sent to microbiology laboratory as well. The lead was removed down to the vagul nerve. All wounds were irrigated with antibiotics containing saline, closed in layers and sterile dressings were applied. During follow-up with the surgeon¿s office, the nurse indicated that per clinic notes, the patient had leukemia and was undergoing chemotherapy. The patient then got sepsis from the chemotherapy treatment which led to the vns being infected. Clinic notes for the patient were received confirming the information provided by the nurse. It was also stated that the vns had to be removed and after being cleared by infectious disease, it was felt she was safe to reimplant the patient. Implant form indicating patient was reimplanted was received. The device history record's of the lead and generator was reviewed. The generator and lead passed final quality and functional specifications prior to release. Both products were sterilized prior to being distributed. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.